Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber failed the ventilator leak test prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section d4: device identification information was not provided. The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section d4: model and catalog number updated to mr290vx section d4: device identification information was not provided. Section h11: method: the subject mr290v vented autofeed humidification chamber was returned to f&p healthcare in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned humidification chamber. Leak testing confirmed that the humidification chamber was within specification. Conclusion: the investigation findings confirmed that there was no fault found with the returned device. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the mr290vx vented autofeed humidification chamber state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber failed the ventilator leak test prior to patient use. There was no patient involvement reported.